Event description:
It was reported that the customer experienced unstable blood glucose levels during pregnancy and was hospitalized as a result. The blood glucose reading was 109 mg/dl. The caller advised that the customer was not treated in the intensive care unit but was still in the hospital. It was noted that the doctor did not conclude that the device contributed to the event, and the event was not related to diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.